Event description:
It was reported that the pulse generator exhibited backup vvi while still in box. The device was not used.

Manufacturer narrative:
UDI (di): (B)(4). Initial reporter: company representative.